Manufacturer narrative:
The qc was noted to be not within 2 sd. The calibration trace indicated that signal 1 was slightly higher than expected and signal 2 was lower than expected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The initial result was reported outside of the laboratory. The patient was re-examined in another hospital and a different hcg + beta result was obtained. The patient questioned the hcg + beta result of the laboratory, which prompted reruns of the initial specimen. A new specimen was also obtained from the patient. The initial and the new specimen were rerun on the same analyzer in their original tubes and in sample cups. On (B)(6) 2021, the initial result of the initial specimen at 11:39 am was 0.528 miu/ml. The result from the other hospital was reported to be around 1500 miu/ml. The repeat result from the analyzer was reported to be around 1500 miu/ml. On (B)(6) 2021, the repeat result of the initial specimen at 12:58 pm was 0.668 miu/ml. The initial result of the new specimen at 2:44 pm was 2120 miu/ml. On (B)(6) 2021 at 10:26 am, the repeat result of the initial specimen in the original tube was 1628 miu/ml. The repeat result of the initial specimen in a sample cup was 1550 miu/ml. The repeat result of the new specimen in the original tube was 2276 miu/ml. The repeat result of the new specimen in a sample cup was 2193 miu/ml. The reagent lot number is 55103603, with an expiration date of 31-oct-2022.